Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that there was poor coupling when recharging; only 2 coupling bars reached. It was also reported that the implantable neurostimulator (ins) was loose in the pocket. On (B)(6) 2016, the rep met with the patient and confirmed that the ins pocket was loose and flipped. A physician flipped the ins back in place without surgical intervention and 8 coupling bars were reached. In conclusion, the patient was satisfied and if this issue were to occur again, a pocket revision would be needed. There were no reports of medical or therapy issues and no patient symptoms reported. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.